Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as non-malignant pain. It was reported the rep saw the patient on (B)(6) 2018 for a reprogramming and noticed when he synced the programmer to the ins, it said eri (elective replacement indicator). When the rep interrogated the ins with the clinician programmer it said eri as well. The patient got the stimulator implanted on (B)(6) 2017. The longevity of the battery was roughly at 7 months after implant. He used two programs with four electrodes each at around 6.2 amplitude each and ran the rate at 40. The patient never turned the device off. No environmental/external/patient factors that may have led or contributed to the issues were indicated. Diagnostics/troubleshooting performed included the rep reprogrammed the patient with three electrodes on each program and one was running in the 6's and the other in the 3's. Interventions taken to resolve the issue included the doctor would be scheduling the patient for a replacement ins soon. The issue was not resolved at the time of the report. No surgical intervention occurred, but it was planned. The patient status at the time of this report was 'alive - no injury'. No patient symptoms were reported. No further complications were anticipated/reported.